Event description:
The customer reported they were trying to get clarification on the alarm "optiflow could not reach pressure" (ec 122d). The device was in use; no patient or user harm reported. The customer has a v60 and the note from respiratory states, optiflow could not reach pressure. The customer stated unit has software 3.00 and high flow therapy (hft). The customer verified there was a few "cannot reach target flow" codes in the significate log, cannot reach target flow. The remote service engineer (rse) recommended the customer to perform a performance verification testing (pvt). The customer will perform the pvt. Further information is pending.

Manufacturer narrative:
Numerous attempts were made to reach the customer to determine the outcome of the testing or recurrence of the alarm with no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.